Manufacturer narrative:
Concomitant medical products: w4tr01, crtp implanted: (B)(6) 2017, 429878 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from a syncope event. The right ventricular (rv) lead was found to be fractured. High impedance and loss of capture was also noted on this rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.